Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh exposure and her spouse noted a sharp feeling. An excision of the mesh was performed. An add'l placement of a new aris sling was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.